Event description:
A malfunction was reported on the customer's pump, and they contacted technical support regarding a specific malfunction correction notice. The impact on the customer's blood glucose level was not known as they declined to provide this information. The pump was replaced to resolve the issue, and the customer had no backup insulin therapy available, and stated they will reach out to their healthcare provider (hcp).